Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v942570, implanted: (B)(6) 2012, explanted: na.